Manufacturer narrative:
This device is not available for return and evaluation as it was discarded by the pathology department. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the severe degeneration, mild aortic senosis, severe aortic insufficiency, and torn leaflet cannot be conclusively determined at this time but it is likely that patient related factors and progression of disease contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted thirteen (13) years, eleven (11) months, was explanted due to severe degeneration, mild aortic senosis, and severe aortic insufficiency. The explanted device was replaced with a 21mm bioprosthetic aortic valve. Per obtained medical records, the patient presented with severe symptoms of congestive heart failure and was found to have severe aortic insufficiency. During the procedure, it was noted the 21mm bioprosthetic aortic valve's right leaflet was torn away from the commissure and was the source of the severe wide open aortic insufficiency. The new 21mm bioprosthetic aortic valve was noted to seat quite well in its proper position. The valve was carefully inspected by transesophageal echo and there was no evidence of any type of valvular or perivalvular leakage. The patient was taken from the operating room to the cardiovascular recovery unit in stable condition and was discharged to a rehabilitation institution on post-operative day seven (7) in hemodynamically stable condition.